Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump emitted multiple call service 069 alarms that could not be cleared. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/15/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, light pressure was applied to the u39 component on the printed circuit board, and the pump emitted a cs 069 call service alarm. The black box data recorded the alarm as a cs 087 call service alarm, indicating a failure of the u39 component. Unrelated to the complaint, the battery compartment was observed to be cracked.